Event description:
Additional information received reported the cause of the event was unknown. It was stated an explant was planned. Reprogramming occurred on august (B)(6) this year. It was indicated, unbeknownst to the patient that the device was off in july 2012. It was noted that 4 programs were cycled through on (B)(6) 2012. A total of 8 programs had been tried, but they were reported as "not working." No further information was reported.

Event description:
It was reported that the patient had no therapeutic relief since implant and had tried two programs. The patient was only using one program because the doctor couldn't get the rest of the programs in there. Subsequent information received reported that the patient received assistance from the manufacturer representative, her concerns were resolved, and an appointment date of (B)(6) 2012 was noted. The patient was also still have concerns with her device/therapy and was working with the manufacturer representative. It was noted that the patient was on the third set of programs as of (B)(6) 2012 and was trying all four programs before appointment scheduled. Further information received reported that the patient's device never worked and she had been reprogrammed four times. Additional information has been requested, but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID 3889-28, lot# v838980, implanted: (B)(6) 2011, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).